Event description:
The facility reported a colleague infusion pump with a malfunction of a "blank screen". This condition had the potential to interrupt delivery. The event was reported to have occurred during biomed testing in the biomed service department. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a malfunction of "blank screen" was confirmed and reproduced during product evaluation as blank main display screen. The root cause of this condition was assigned to defective user interface module/print circuit board. The user interface module/print circuit board was replaced to correct this condition additional information: a service history review revealed that this device was previously serviced for the reported condition. Customer just got the unit back from depot and it was still inoperable. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.